Event description:
The above mentioned broncho-cath was purchased and when they placed it in the patient they realized that it was actually a size 35 fr, not the 37fr as was listed on the box. They could not replace the item, as they did not have another 37fr in the unit.